Event description:
A healthcare facility in the united kingdom reported that an mr290v vented autofeed humidification chamber was found leaking during patient use.there were no reported patient consequences.

Manufacturer narrative:
(B)(4).section d4: complete device details not provided by the healthcare facility.the subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.